Event description:
It was reported that there was an error 353.6650 on an 8110 syr pump during the check-in process. It is a noted that this was an out of box failure. There was no reported patient involvement.

Manufacturer narrative:
The reported issue that the syringe module channel error 353.6650 on an 8110 syr pump during the check-in process could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported event of device had channel error 353.6650 on an 8110 syr pump during the check-in process was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 01apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The customer complaint will be confirmed because the device is being returned for failure investigation. Device will be returned per customer yet has not been received.

Event description:
It was reported that there was an error 353.6650 on an 8110 syr pump during the check-in process. It is a noted that this was an out of box failure. There was no reported patient involvement.